Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced terrible vision issues. Immediately after surgery couldn't see anything and felt blinded. The patient stated that, eye is going bad now and was disappointed. The patient also stated could not drive at night for the bursts of light that headlights cause. The patient was depressed over this issue. There are two medical device reports associated with this patient. This report is for one of left eye. Additional information is not available.

Event description:
Additional information received which states the consumer performed yttrium aluminium garnet (yag) in both eyes. Also experiencing halos/circles and vision is still blurry.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).